Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: a piece of the insulation has broken off. The insulation piece was not received with the device. The IFU 1000-401-167 states: "do not use if there are breaks, cracks, chips, scratches, or tears in the insulation on the shaft or in the instrument housing. This may cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes for the reported failure involving this device could be due to 1) improper sterilization methods, 2) rapid cooling after sterilization, 3) contact with metal tray during sterilization, or 4) normal wear and tear.

Event description:
It was reported that the insulation had been compromised. A piece of the insulation has broken off. Although there was patient involvement, there is no information to suggest a serious injury.